Event description:
It was reported that the device had no over temperature warning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The product was not available for evaluation and no further information was available.

Event description:
It was reported that the device had no over temperature warning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.